Manufacturer narrative:
On march 27, 2017, mentor worldwide llc has initiated a voluntary remedial action to remove one (1) lot of mentor® saline-filled spectrum¿ breast implants (575 cc) lot number 7377332. Some units in the affected lot do not contain the dome pack accessory indicated on the box label. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. (B)(4). The device was not received by mentor yet.

Event description:
It was reported that physician noticed the domes were missing in mentor saline smooth round spectrum implants 575cc implants (lot # 7377332-010) during surgery. By that time, the patient was on the table. Physician opened another set of implants (lot # 7377332-033) however it was missing domes as well. Additional information was obtained: the procedure was not canceled as the physician continued the procedure. However the delay caused a potential risk to the patient. The event required surgical intervention as the physician used a venous ports seal kit on the patient. Patient was required extended hospitalization. Patient was under general anesthesia for 4 hours (from 7:46am to 12:06pm). The patient is fine now. No other information was available about the patient. Device was sent back to mentor.